Event description:
Rn (registered nurse) placed ej piv (external jugular vein peripheral intravenous catheter). Blood immediately started to "bubble" out of the place where the needle retracts out from. Blood did fill the remainder of the piv correctly, but when staff went to flush the piv with saline, the saline also expelled from the same area.